Manufacturer narrative:
Upon receipt the clinical observation was confirmed, the device was not interrogatable. The available home monitoring device data was inspected. The inspection revealed a shock impedance of "<25 ohms" since (B)(6) 2013, indicating the presence of a short circuit between the hv lead and the ICD housing. Furthermore, during the analysis of the available iegm's noise was observed in the ventricular channel. The available diagnostic x-ray images confirmed the contact of the shock coil of the lead and the ICD housing, as the lead was fully retracted into the ICD pocket as mentioned in the complaint description. This represents an external short circuit. At a next step the ICD was opened and the inner assembly was inspected. During the inspection of the electrical module, the analysis revealed that the output stages of the high voltage circuit had been damaged. This damage indicates a shock delivery into an external short circuit. Due to the damage of the electrical module, the device could not be interrogated properly. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the observed damage symptoms. Particularly the final acceptance test proved the device functions to be flawless. In summary, the ICD was damaged due to a shock delivery into an external short circuit. This conclusion is based on the observed damage of the high voltage circuit of the ICD, the available diagnostic x-ray images confirming the presence of an external short circuit and the available home monitoring data. The manufacturing records document a flawless device production. There was no indication of a material or manufacturing problem.

Event description:
Ous MDR - after an implant duration of 16 days it was reported that the device could not be interrogated. On the x-ray image the right ventricular lead was wound around the ICD in such a way that the shock coil was located near to the ICD can. No adverse patient side effects were reported. The device was explanted.